Manufacturer narrative:
The guide wire was returned loose, without any visible blood. There were two kinks found on the guidewire, one kink was found 61.7cm from the j-tip, the second was found 75.4cm from the j-tip. The iab catheter was not returned. The technician then attempted to insert the returned 0.025¿ guide wire through the inner lumen of a reference 8fr catheter and was able to successfully insert the guide wire. The evaluation confirms the reported kinks in the guidewire. The bent guide wire may have occurred during removal from the packaging. However, we are unable to conclusively determine how the damage occurred because we are unable to mimic the clinical setting. We are unable to confirm the difficulty of inserting the iab through the guidewire. A lot history record review was completed for the reported product. No nonconformance were found that are related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported during insertion the guidewire was inserted normally, but the intra-aortic balloon (iab) could not be inserted along the guidewire. The guidewire was then removed and found to be kinked. A new insertion kit was opened and used to insert the iab without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).